Event description:
The MFR's rep reported that at the last refill, the pt suffered withdrawal symptoms. Currently, the only pt symptom is an increase in pain. The hcp performed a study which revealed that, the dye did not perfuse into the catheter. The MFR's rep was not aware of past reservoir volume discrepancies. The drug contained in the pt's pump was morphine (75 mg/ml) delivered at 25 mg/day and later increased to 46.9 mg/day and later increased to 46.9 mg/day, after the pt was not getting the appropriate relief. The hcp decided to fill the drug pump with preservative free normal saline until a determination can be made as to why the pt is experiencing increased pain. The hcp is considering other troubleshooting options. The outcome of the pt is not known at this time. Add'l info has been requested from the hcp, but was not available at the time of this report.